Event description:
A customer's father reported that the unit of measurement setting of his son's un locked freestyle meter changed. The customer misinterpreted a reading of 472 mg/dl as 47.2 mmol/l and mistreated himself with insulin. The customer experienced hypoglycemia and lost consciousness an hour after mistreating. The customer's father gave him a glucagon injection and a chocolate drink. Paramedics were not called. The customer's father also reported another similar incident prior to this, where the ambulance was called to give the son glucagon, as the father had none. It was after the second incident that the meter was discovered to be reading in the wrong unit of measure.

Manufacturer narrative:
A follow up report will be submitted if the meter is returned.